Event description:
Hospital maintainance worker exposed to ethylene oxide gas. Medical attention sought for complaint of irritation to skin, eyes, and respiratory system. Treated by a physician for mild irritation and is currently asymptomatic.